Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a damaged display issue; the display lens is cracked. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the display was intact without damage. The display screen was clear and legible during the investigation. The pump case was removed for investigation and did not reveal any damage, defect or contamination of the display screen unit. Investigation did not duplicate or confirm the complaint and the pump was found to be without malfunction.